Event description:
The operator of a steam sterilzer was scalded on the hand and foot when the door of the sterilizer was opened and how water spilled out of the chamber. Blistering and skin coming off on the foot was reported. The operator did receive medical care at a hospital, the extent to which and current status, unknown at this time. The information is currently being sought. The sterilizers boiler malfunctioned and the customer facility called for service just prior to the event. The service representative reportedly instructed the facility to turn off the boiler and said he would be there shortly. The operator decided to open the sterilizer door to remove the current load (contents).